Event description:
During an atrial fibrillation procedure, a blood leak was noted from the agilis 13fr sheath hemostasis valve. The left atrium was mapped with the advisor hd grid catheter and upon removing the catheter, bubbles and blood were leaking from the agilis 13 fr sheath valve. Attempts were made to remove the bubbles with no resolution. The agilis 13fr sheath was replaced, and the procedure was completed with no adverse patient health consequences.